Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as surgical damage. Additional observations: observed creases on the device. White particles observed inside the device.

Event description:
Healthcare professional additionally reported "damaged caused by explant surgery as hole made to empty device."

Event description:
Device was replaced.

Event description:
Healthcare professional reported left side was under inflated. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.